Manufacturer narrative:
This device remains implanted with therapy turned off. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital due to subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting inappropriate shocks. When the device was interrogated the smartpass filter was off and there was a history of treated and untreated atrial fibrillation events. A request for technical review was needed. The device was programmed to the alternate sensing vector with therapy on. Technical services (ts) discussed the case and noted that if the r wave amplitude was not stable there was a risk that the new system placement may also provide suboptimal performance. Ts also noted that the s-ICD algorithm failure was more likely related to the patients clinical condition changes. Ts discussed that there was a change in the heart axis which makes s-ICD detection challenging. Ts discussed this case with another technical consultant and noted that alternative therapy should be used due to elevated risk of oversensing with the s-ICD and the reported signals. Additional information noted that the physician implanted an implantable cardioverted defibrillator (ICD) due to the heart axis changing and due to the s-ICD not being able to sense signals in all three sensing vectors. The s-ICD was not explanted to date and but therapy remained off. No additional adverse patient effects were reported.